Manufacturer narrative:
The user facility submitted medwatch mw5108596 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified quantity of em2400 valve sets were faulty. The reporter stated that the sets are permitting the unintended mixing of ingredients to the final solution; further specified as ¿lipids leaked into the final product which do not contained lipid." This was observed during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to b3: event date: 3/24/2022 (previously submitted as 3/22/2022) correction made to d5: operator of device: health professional (previously submitted as other) h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.